Event description:
Caller alleged discrepant results with the inratio meter compared to the doctor's poc meter. Patient tested while on phone with technical support. No lab correlation done; meter test was performed twice and both registered greater than 8.0. Patient had signs of bleeding; bloody gums the morning of (B)(6) 2012. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.